Manufacturer narrative:
The device history record (DHR) of this plate were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. The complaint form states, that the patient used crutches, which doesn't comply with the post-operative instructions.

Event description:
It was reported that a clavicle plate, medial, 3.5mm, 8-hole was determined to be broken postoperatively. Original implant date (B)(6) 2009. A revision surgery was performed on (B)(6) 2012.